Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5103236) that a female patient underwent an unspecified breast surgery with unspecified mentor saline breast prostheses and suffered several unexplained systemic symptoms, including endometriosis, ibs, fatigue, ear ringing, sjogren¿s syndrome, night sweats, hair loss, raynaud¿s syndrome, nausea, vomiting, dizziness, brain fog, heart palpitations, feet cramping, low potassium levels, anemia, easily bruised, high cholesterol, high creatinine, low egfr, breast pain, burning sensation, stabbing pain on left side that travels from fingers to nipple, crusting on nipple, and sore lymph nodes under left arm. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor saline breast prostheses on (B)(6) 2010. Three sets of mentor breast prostheses were reported in FDA medwatch mw5103236. This medwatch report is for the patient¿s left breast prosthesis from the patient¿s first set of breast prostheses.